Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that there was a lead issue. They were currently replacing the ins and had a difficult time getting the left lead tail out of the ins, but eventually got it out. They then had trouble getting the lead into the header block of the new ins. They could get it in for the most part, except for the last electrode. It was noted that the lead had a yellow tint at the proximal end in between the electrodes and it looked old, but it was unknown what the root cause of the coloring was. The proximal end of the lead did not seem bent, however the diameter may be slightly bigger than the right tail, but the rep wasn¿t sure. The rep would work with the healthcare professional (hcp) to connect the lead. Additional information was received from the rep on (B)(6) 2017. The rep reported that the reason for the replacement was that the patient didn¿t like recharging and found it difficult. The rep reported that they found out the day of that the sensor was overdischarged and it had appeared to move from its original location. The rep reported that the difficulty inserting the lead didn¿t resolve, but they were able to get mostly in. The rep reported that the lead went into the header but didn¿t fully go in. The rep reported that they tried to wipe it off and straighten it and it still wouldn¿t fully go in. The rep reported that the programmed the patient on (B)(6) 2017 and the patient was getting good coverage for her pain. The rep reported that the explanted device would be returned. No further complications were reported.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial# (B)(4)) found no significant anomaly. The ins originally had no output; however, once the ins was charged, the ins had good and stable output. It was determined that the ins had reduced capacity due to the overdischarge. A lead insertion test was also performed on the ins; insertion and withdrawal was performed 3 times with a dry lead, and found to be within specification. If information is provided in the future, a supplemental report will be issued.